Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the fall was not related to the device/therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was hospitalized due to post-implant swelling and redness around the incision in their head. The patient was reopened at the sight of the swelling to exclude infection. No infection was identified. They were discharged and prophylactic antibiotics were given. The dbs system stayed in situ. The issue was resolved at the time of the report. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the swelling was due to a fall the patient had a few days prior. It was also noted the surgical intervention was needed to ensure no infection was present and to ease the swelling. No further complications were reported/anticipated.